Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Evaluation: awaiting samples to be returned for evaluation.

Event description:
Country of complaint: (B)(6). Complaint states: according to the information of our sales representative the customer reported an inflammation after suturing with safil (reported for two patients).